Manufacturer narrative:
The sample remains implanted, without the sample we are unable to evaluate for root cause. A photo of the hernia defect protruding through the repair was provided. There are sutures visible and there does appear to be mesh material surrounding the defect. It is possible that there were other contributing factors extrinsic to the mesh, such as patient habitus and user technique, however based on the information provided and not having the sample to evaluate, root cause is undetermined. Should additional information be provided, a supplemental MDR will be submitted. Regarding recurrences the warning section of the I states, "to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution on 01/31/2017. Device remains implanted.

Event description:
It was alleged that on (B)(6) 2017 the patient underwent the repair of a ventral hernia with the implant of a bard soft mesh. As alleged after fixating the soft mesh with sutures, the hernia broke through the mesh prior to closing the patient's abdomen. The surgeon then opened another bard soft mesh, fixated it with sutures over the area and completed the case. The initial soft mesh was left in situ. As reported, the patient is recovering and doing well.

Manufacturer narrative:
This is an addendum to the initial emdr to make a correction and to document a review of the manufacturing records. The manufacturing records review found that the lot was manufactured to specification with no anomalies noted.